Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the issue was confirmed in the field logs. The axes controller carriage logic (accl) was replaced but did not fix the issue. After the instrument sterile adapter (isa) printed circuit assembly (pca) was replaced, the error was no longer triggered. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer experienced an error 32056 on universal surgical manipulator (usm) 1 at start up. The error did not clear. Customer performed an emergency power off (epo) of the patient side cart (psc) with no change. The procedure was completing as planned with no reported injury.